Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system was offline. The field service engineer fse assisted the customer remotely in troubleshooting a network issue resolving the problem without needing to go onsite. The issue was caused by the customers it department performing system upgrades. The system was restored to normal functionality. The fse used remote access software to confirm station is back online. The system functioned as intended after the field service engineer fse verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es went offline after upgradation, which located on knendo02. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.